Manufacturer narrative:
Analysis was unable to confirm the customer comment of the external pulse generator (epg) readings to be out of specification. Device passed incoming functional and bench tests. It was noted that the hanger assembly was broken as well as the encoder assembly and knobs, lower case and the main label were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the external pulse generator (epg) readings were out of specification. The epg was returned for service. There was no patient involvement recorded with this event.